Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during initial training the ilet displayed a persistent blue circle and would not progress, and the screen was unresponsive despite time on a charging pad. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention, no hospitalization, and continued therapy interruption until replacement. Investigation included review of use conditions and device performance during start-up and charging, as well as return logistics for further assessment and inspection of the returned device. Investigation of this device revealed a device performance issue consistent with a start-up/display malfunction, indicative of a hardware or screen responsiveness problem that prevented normal operation. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction.